Event description:
It was reported that (1) device was used during a rectal procedure. It was reported that the magazine was empty. Another device was opened to complete the case. There was no consequence to pt.